Event description:
It was reported by the affiliate that when the device, with reload cartridge, was used during a gastrectomy procedure, it locked out. Opened another device to complete the case. There was no consequence to pt. The device was discarded.